Manufacturer narrative:
During pre-use tip shaping of an atw marker steerable guidewire, the tip became stretched, rendering the product unusable. The technique used for shaping was not reported. The wire was not returned for evaluation. Without return of the actual atw wire in question for evaluation, it is not possible to determine an exact cause for this incident. The device history records relative to the manufacturing, inspecting and packaging of lot 05-758839 were reviewed. The records indicate that this packaging lot contained 210 of the 195-014 ptca, flpy, mk 1pk wires, which were shipped on june 2, 2006. All records indicated that the product was final inspection tested and determined to be acceptable. With the limited information available, device handling may have contributed to the event.

Event description:
When the physician shaped the tip of the .014 atw marker wire, the coiled portion became stretched and was unusable. Therefore, a different guide wire (product unknown) was used instead and the procedure was finished successfully. The product was not clinically used.